Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have one (1) severely bent grip tang. The offset at the tips was 3.54mm. The grips were not found to be cracked. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the force bipolar instrument had a metal hinge that was not attached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no missing material. The instrument was not shut in a closed position. The instrument was removed normally. There was no tissue entrapment.